Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a severely tortuous and severely calcified proximal to mid left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications reported and the patient was in good condition.

Manufacturer narrative:
D4 lot number: updated batch/lot number from 0023328408 to 0023201799. The batch/lot number would not populate in gcms-tw. (B)(6) device evaluated by the manufacturer: wolverine device - 3.5x10, catheter batch#23201799 127 was received for analysis. Balloon: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. Hypotube/shaft: a visual and tactile examination found no kinks or damage to the hypotube or shaft of the device. Markerbands/blades/tip: the markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified mid to proximal left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and no problem on the patient post procedure. The device was returned for analysis and investigation completed on 17sep2020. Wolverine device - 3.5x10, catheter batch#23201799 127 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. A visual and tactile examination found no kinks or damage to the hypotube or shaft of the device. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.